Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the garment is rubbing under the left breast near. The skin was red, but no broken skin. There was no alleged device malfunction contributing to the irritation. Nurses applied a barrier cream. Follow up indicated that the rash has cleared up.